Manufacturer narrative:
Health effect - impact code : f2203.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. . This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.